Manufacturer narrative:
The user experienced hyperglycemia while using the ilet. This situation can occur during insulin therapy and is consistent with the reported glucose value of 232 mg/dl. The user monitored glucose and observed a downward trend following continued insulin delivery. Based on available information, no device malfunction has been identified. The event resolved without the need for ems or hospitalization. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 23-mar-2026 the user reported that on 23-mar-2026 they experienced hyperglycemia with a bg of 232 mg/dl. The user was able to treat the high bg by ilet without assistance from a caregiver. The user was treated at home and did not require ems or hospitalization.